Manufacturer narrative:
The device was received by resmed for an engineering investigation. A review of the device data logs confirmed a single occurrence of error message (sf218), however, performance testing could not reproduce the device fault. The evaluation determined that the device failure to complete its internal self-test was due to a pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.